Manufacturer narrative:
Investigation/conclusion: the returned meter's memory was reviewed. The customer's inratio inr result of 1.9 was located on (B)(6) 2016 instead of the reported date of occurrence of (B)(6) 2016. The customer's result of 2.3 from (B)(6) 2016 was not located in the meter memory; instead, a result of 2.9 was observed on (B)(6) 2016. The strip code ((B)(4)) found in the meter memory does not correspond to the lot reported by the customer. Strip lot 384368a has a strip code of (B)(4). Strip codes are lot specific and are directly used to calculate the inr and qc values. The use of an incorrect code can result in incorrect results and error messages. The monitor associated with the complaint was returned for investigation . Retained strips of the reported lot were tested because the customer returned only 1 strip. Retained strips tested on the returned monitor met accuracy criteria. The returned monitor met functional and thermistor testing requirements. The customer's complaint was not confirmed and no product deficiencies were observed. The system performed as expected. A review of the in-house testing history for strip lot 384368a was conducted. In-house testing on the reported strip lot met release criteria. Manufacturing batch record review revealed no non-conformances. The lot met release specifications. The returned monitor's memory was reviewed. Only one of the customer's reported results was located in the inratio monitor memory. The customer's inratio inr result of 1.9 was located on (B)(6) 2016 instead of the reported date of occurrence of (B)(6) 2016. A statistical analysis of the impedance curve associated with the customer's inr result of 1.9 determined that the curve exhibited a normal slope change and no curve abnormalities. The customer's result of 2.3 from (B)(6) 2016 was not located in the monitor memory; instead, a result of 2.9 was observed on (B)(6) 2016. The strip code ((B)(4)) found in the monitor memory does not correspond to the lot reported by the customer. Strip lot 384368a has a strip code of (B)(4). Strip codes are lot specific and are directly used to calculate the inr and quality control (qc) values. The use of an incorrect code can result in incorrect results and error messages. This cannot be ruled out as the cause of the inaccurate results. Improper customer techniques were identified in the complaint; these may contribute to unexpected results. It was reported that the customer has crohn's disease; this condition may impact the performance of the assay. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016, a telephone call was received to ask if the inratio monitor required calibration since patient had obtained different results in comparison to the laboratory results. E inratio inr result and the laboratory inr result. On (B)(6) 2016, the patient's inratio inr result was 2.3. The therapeutic range was 2.0-3.0. On (B)(6) 2016, the patient presented to the emergency room transient ischemic attack (tia). The laboratory inr was 1.5. The patient was administered 7 mg of coumadin by the emergency room physician, placed on an aspirin regimen and sent home. Following the emergency room visit, the primary physician changed the therapeutic range to 2.5-3.5 and the patient's coumadin to 7mg daily based on tia and laboratory inr. On (B)(6) 2016, the inratio inr result was 1.9. Reportedly, the inratio inr testing is always performed the same way by "milking" the finger after the finger stick since patient is unable to obtain sufficient blood sample and touching the finger to the sample well. Additionally, the patient does not confirm the strip code on the monitor. There was no additional information provided.